Event description:
Dome of hearing aid fell into left ear canal. Fell asleep on recliner, when I woke up felt pain in my left ear. Dome fell into ear canal. Went to ER at contra state to have the dome removed from my ear. Second time dome came off, but did not go into ear.